Manufacturer narrative:
(B)(4). D10: 00597206529, all poly patella standard cemented, 62785912. 00598801215, straight stem extension combined length 75mm, 62665962n. 00597909529, patella reamer blade with pilot hole 29 mm diameter, 62806995. 00801102024, allen medullary cement plugs 1-24 mm diameter flange, unknown lot. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, about five years later they had a revision due to dislocation with tibial implant breakage. The surgical technique was utilized. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed. Visual examination of the provided photos identified an explanted articular surface component, covered in bio-debris. The device showed signs of significant wear with a part of the device fractured off. No devices were returned; therefore, no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ markedly magnified coned down ap view of the knee and lateral view of the knee shows changes of total knee arthroplasty with cemented components. ¿ there is posterior dislocation of the tibia on the lateral view. ¿ a square metallic fragment of indeterminate origin projects over the joint line on the ap view. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.